Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced a high blood glucose. Customer's blood glucose value was 400 mg/dl. Customer's other blood glucose value was 190 mg/dl. Customer stated that the insulin pump had an insulin flow blocked alarm. Customer treated with manual injection for high blood glucose. No harm requiring medical intervention was reported. The pump will not be returned for analysis.